Event description:
Event 1- the ablation catheter would not be flushing correctly. Event 2- the temperature sensor of the ablation catheter was determined to be unstable - too high to ablate. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg contacted by site.